Event description:
A 28 mm diameter x 16 mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel morphology is unknown. The aortic neck at the time of implant was 25.9 mm x 23.9 mm. It was reported that the pt's aortic neck had enlarged to 30 mm resulting in a type I endoleak. It was reported that the grafts fell into the aneurysm sac. The stent graft was explanted in 2004. Medtronic has received the explanted stent graft and it is pending evaluation.